Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 700 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia and vomiting. Once at the hospital upon removal of the patients pod from the infusion site (abdomen), it was discovered that the pods cannula was dislodged. The patient was treated at the hospital with intravenous fluids consisting of saline and magnesium. The patient was released from the hospital after 2 days.